Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose (bg) level was 180mg/dl. The customer declined to load a new cartridge at the time of the reported event. Tandem technical support informed the customer that the cartridge may have been overfilled causing the minimum fill message.